Manufacturer narrative:
H3,h6) clinical analysis results pending. Codes b21, c21 and d16 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that registration went well but then in procedure, robot aligned itself ~10mm to the left of its intended target on vertebra 10. Surgeon continued to place screws throughout the spine, except for vertebra 10. There was a 30-45 minute delay. Surgeon continued without robot while the manufacturing representative (rep) redid registration and issue was resolved. Surgery was completed with robot. There was no impact on patient outcome.